Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. As the complaint event was unable to be performed the complaint history reviewed was not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. During the manufacturing process, the delivery system is visually inspected and tested several times. During manufacturing, the delivery system was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was unable to be confirmed. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿at or near max volume [23ml] , the commander balloon ruptured, heavily calcified aov with bulky calcium in the leaflets, as well as eccentric, bulky calcium in the stj.¿ the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (stj and leaflet calcification) may have contributed to the reported event. The complaint event was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during a 26 mm sapien 3 ultra valve procedure in the aortic position via transfemoral approach the system was advanced via 14fr esheath without difficulty and positioned for delivery.  At or near max volume, the commander balloon ruptured.  The valve appeared stable in 90:10 aortic/ventricular position, at which time the commander delivery system and esheath were removed as one unit without difficulty.  A new 14fr non-edwards sheath was placed over the safari wire to the right femoral artery to assess the thv for pvl/function.  Mild paravalvular leak was noted, therefore, a 24mm x 4.5cm non-edwards balloon was used to post dilate the valve to 12 atms.  Following post dilation there was no leak per tee and subsequently the 14fr non-edwards sheath was removed and the access site was closed with an 18fr manta vcd. No missing balloon pieces were noted. The patient is stable and doing well post procedure.  Per medical opinion, the patient has heavily calcified aortic valve (aov) with bulky calcium in the leaflets, as well as eccentric, bulky calcium in the sinotubular junction (stj).  The physician stated that this event was not device related; patient anatomy that was the primary reason for balloon rupture.